Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window of a 6f exoseal vascular closure device (vcd) did not change color. There was no reported patient injury. There was no difficulty connecting the non-cordis sheath with the exoseal vcd. The indicator wire cowling locked against the handle assembly with an audible click, pulsatile flow was observed from the bleed-back indicator, and the exoseal vcd and non-cordis sheath were retracted together until bleed-back significantly slowed or stopped. The physician¿s thumb was not placed on the plug deployment button during retraction, and no red color was observed in the indicator window during retraction. When the device was removed from the patient, the indicator wire loop was deployed and visible, with no anomalies noted. The exoseal vascular closure device (vcd) was used in an interventional procedure with a retrograde approach. A 6f non-cordis sheath was used. The device was stored and prepared according to the instructions for use (IFU), and the physician was certified in the use of exoseal vcd. There were no visible signs of device or package damage prior to use. Angiography confirmed the suitability of the femoral artery, including an insertion angle of 30¿45 degrees, and the vessel diameter was verified to be at least 5 mm. There was no visible calcium or plaque at the puncture site, no access vessel tortuosity, no stent near the puncture site, and no stenosis greater than 50% at or near the puncture site. The device is being returned for evaluation.